Event description:
It was reported that this pacemaker system exhibited noise oversensing on both the right atrial (ra) lead and right ventricular (rv) lead channels. Technical services (ts) was consulted and suspected electromagnetic interference (emi) was causing the noise that led to false atrial tachy response and non sustained ventricular tachycardia episodes. No adverse patient effects were reported. This system remains in service.